Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead perforated the heart. A pericardial effusion resulted and a pericardiocentesis was performed. The ra lead electrical parameters were stable and pacing lead remains in use. No further patient complications have been reported as a result of this event.